Event description:
New information obtained notes that additional alerts for high defibrillation impedance were received. Programming inventions were made. The patient was stable.

Event description:
It was reported that the patient presented for follow up. A device interrogation revealed high defibrillation impedance measurements of the right ventricular lead. No interventions were made. The patient was stable.